Manufacturer narrative:
After initially reported, the device sample was returned for evaluation. A review of returned product from the customer was performed. The catheter had a cut below the inverted triangle. A possible cause for the cut is the application of undue force to the catheter, such as excess pressure. A potential contributor includes flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. Similar causes may contribute to leakage, as was reported. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage and breakage.

Manufacturer narrative:
At this time, no product has been received for evaluation, so the issue could not be confirmed. The lot number was not provided, so a review of the device history record could not be conducted. As no product has been returned for evaluation and no lot number was provided, a definitive root cause could not be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
The PICC was leaking. The PICC inserted on (B)(6) . The catheter was removed and a new piv was placed.